Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image was due to video was connected to the incorrect video port. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center representative spoke with the customer who stated that they connected the video to the input port on the c-arm (third-party device) instead to an output port. It was confirmed that the issue was resolved. No further information was provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition lcd monitor had no image. This issue was discovered during setup. There was no procedure related and there were no reports of patient harm.